Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative cleaned pleora iport, lan port and cable between paxscan and pleora. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system would not perform 3d image acquisitions. Rebooting the system resolved the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, with no patient present. It was reported that the sporadic 3d x-ray scan not possible. After rebooting, it worked.